Event description:
It was reported to boston scientific corporation in 2008, that a corflo cubby low profile gastrotomy device was used during a percutaneous endoscopic gastrostomy (peg) procedure performed on the previous month. According to the complainant, immediately after placement, the locking adapter of the button rotated when the right angle feeding tube connected. Then, the feeding tube could not be disconnected from the button. Reportedly, another device was used to complete the procedure (device unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as "good".

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.